Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The hcp reported that the pt felt shocked when going through security gates or when items were scanned during check-out at a store. She also had pain at her ipg site at higher amplitudes and was unable to feel her stimulation when it was at a comfortable amplitude. The hcp noted that there was no evidence of a lead fracture or a connection problem as impedances were within normal limits and no sign of infection at the ipg or lead site.